Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The (B)(6) physician of the hospital, reported to our sales rep that a patient came in with pain. An xray was taken and it appears that the g3 nail was broken.